Manufacturer narrative:
Imdrf a0501 captures the reportable investigation results of stent shaft break. : the tria ureteral stent has been returned and during inspection it was found that the shaft of the stent was detached with the suture hole and the bladder coil tip were found torn. Moreover, the suture returned cut and the positioner did not return. The reported event of coil detachment was not confirmed. However, the stent was found with the shaft detached. It is possible to conclude that this issue could be caused by the suture was not gently pulled out and consequently affects the performance of the device. The instructions for use contains detailed device information and instructions for the device use. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions since problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported that during the ureteroscopy preparation, while the device was still outside the patient, it was noticed that the coil of the tria soft ureteral stent was detached when the suture was removed. The procedure was completed using another of the same device. There were no patient complications reported.

Event description:
It was reported that during preparation, outside the patient, it was noticed that the coil of the stent was detached when the suture was removed. The procedure was completed using another of the same device. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf a0501 captures the reportable investigation results of stent shaft break. Block h11: the tria ureteral stent has been returned and during inspection it was found that the shaft of the stent was detached with the suture hole and the bladder coil tip were found torn. Moreover, the suture returned cut and the positioner did not return. The reported event of coil detachment was not confirmed. However, the stent was found with the shaft detached. It is possible to conclude that this issue could be caused by the suture was not gently pulled out and consequently affects the performance of the device. The instructions for use contains detailed device information and instructions for the device use. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions since problems traced to the user not following the manufacturer's instructions. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Remove retrieval line by holding the knot, cutting one strand, and while holding the knot, gently pull on the retrieval line. The guidewire is then removed, stabilizing the stent with positioner. However, was found with the shaft detached, and also the suture hole and the bladder coil tip were found torn. Additionally, the suture returned cut and loaded. These failures could be evidence that the suture was not gently pulled out. The indication for use, contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU or labeling information.